Manufacturer narrative:
(B)(4). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30273654m number, and no internal actions related to the complaint was found during the review. Manufacturer's reference # (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. During the procedure, while mapping the right ventricular outflow tract (rvot) with the thermocool® smart touch® sf bi-directional navigation catheter, the patient¿s blood pressure began to drop. The patient¿s systolic pressure was measuring at 51 mmhg. No ablations had been performed in the right ventricle outflow tract (rvot) and the patient was being paced. The patient was then prepped for a pericardiocentesis and a transthoracic echocardiogram (tee) was performed. The transthoracic echocardiogram (tee) was complete and there was no pericardial effusion noted. Therefore, the prep for the pericardiocentesis was stopped. The patient became stable, and the systolic blood pressure increased to 105 mmhg. The procedure was canceled, and the patient was transferred to the intensive care unit (ICU) for further observation. A follow up echocardiogram was done 10 minutes later, and a cardiac tamponade was noted. Pericardiocentesis was performed and whatever was removed was auto transfused back in via the sheath in the groin. In addition, cardiac surgery was performed to repair the hole in the posterior right ventricular outflow tract (rvot). Extended hospitalization was required because of the adverse event. The physician¿s opinion on the cause of the adverse event was that it was procedure related. No error messages were observed on any biosense webster, inc. Equipment during the procedure. Transseptal puncture was not performed and there was no evidence of a steam pop. Prior to noting the pericardial effusion, the cavotricuspid ishmus (cti) was ablated, however, ablation did not occur in the right ventricle outflow tract (rovt) where the effusion was found. The irrigation catheter flow setting was set at the standard settings of 2 ml/min. The force visualization features used during the procedure were graph, dashboard, vector and visitag.